Manufacturer narrative:
Initial and final MDR (B)(4) MDR (B)(4) device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced 2 infusion set fell off events on 15-may-2024 and 23-may-2024. The first infusion set was in use for less than 12 hours and the second infusion set was in use for 36 hours. No further information available.